Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the adverse events described in the article? If yes, provide details of event and specific suture product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date and type of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for ethicon devices used?

Event description:
It was reported in a journal article that the patient underwent a colposacrosuspension procedure on unknown date concurrently with a modified burch colposuspension and the mesh was implanted from the perineum to the sacrum at s1. It was fixated to the perineum and vagina while the rectum was elevated and attached to the mesh. If a perineal repair was deemed not necessary, the mesh extended from the mid-vagina to the sacrum. A second mesh strip was placed anteriorly of the vagina, covering the upper third of the vagina and extending to the sacrum. After closure of the pelvic peritoneum, covering the mesh, a modified burch colposuspension was performed. Postoperatively, the patient possibly experienced grade 2 or 3 recurrent prolapse or developed urinary incontinence requiring a transvaginal tape procedure. It was possible that the patient underwent a mesh removal. Additional information has been requested.